Manufacturer narrative:
This supplemental report was filled to provide additional information on the case. At this time, the product has not been returned. Patient code 3191 captures the reportable event of surgery. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial lead was explanted due to dislodgement. The lead exhibited high pacing threshold measurements during follow up, which helped to identify that the lead was dislodged. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead is not expected to return.

Manufacturer narrative:
At this time, the product has not been returned. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial lead was explanted due to dislodgement. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead is not expected to return.